Manufacturer narrative:
Additional narrative: the lot number has been updated as 7358. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not connect to the hand piece and a piece of foreign metal was found inside the grip of the unit which kept the hand piece from connecting. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due component damage caused by improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the radiolucent drive device could not connect to the handpiece. It was further reported that the locking screws were put in using the free hand technique therefore the surgery was completed successfully. There was a ten minute delay to the planned surgical procedure. A spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.